Event description:
It was reported the device was not generating image, the screen is black . No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. The event is filed under internal complaint ID (B)(4).